Event description:
It was reported that during an iliac stenting treatment procedure a balloon rupture occurred. The 70-80% stenosed lesion was located in the mildly calcified and non-tortuous common iliac artery. A 6 fr non-bsc introducer sheath was inserted and the lesion was pre-dilated with a 6mm x 40mm synergy balloon. The synergy balloon was inflated two times using 12 atms. Next, the 8.0mm x 40mm x 75cm express ld iliac/biliary stent system was advanced across the lesion. The physician used fluoroscopy to confirm placement of the express ld stent and started inflating the express ld balloon. It was noted that the distal end of the express ld balloon was not completely inflated and that the express stent was 'flared'. Upon further device inspection a pinhole leak was noted in the distal end of the express ld balloon. The physician performed a 'bolus push' with the endoflator and fully inflated the express ld balloon to successfully implant the stent. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned device revealed a slight kink 130mm distal to the strain relief. The stent was not present on the balloon. The balloon was not folded or wrapped around the shaft of the device. Due to the condition of the balloon it was not possible to clearly see the impression of where the stent was originally crimped on to the balloon. The device was attached to an inflation and an attempt was made to inflate the balloon to inflate the balloon to its rated burst pressure (rbp) when a leak was noted 6mm proximal to the tip of the device. Visual and microscopic examination of the balloon material revealed a longitudinal tear. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an iliac stenting treatment procedure a balloon rupture occurred. The 70-80% stenosed lesion was located in the mildly calcified and non-tortuous common iliac artery. A 6 fr non-bsc introducer sheath was inserted and the lesion was pre-dilated with a 6mm x 40mm synergy balloon. The synergy balloon was inflated two times using 12 atms. Next, the 8.0mm x 40mm x 75cm express ld iliac/biliary stent system was advanced across the lesion. The physician used fluoroscopy to confirm placement of the express ld stent and started inflating the express ld balloon. It was noted that the distal end of the express ld balloon was not completely inflated and that the express stent was "flared". Upon further device inspection a pinhole leak was noted in the distal end of the express ld balloon. The physician performed a "bolus push" with the endoflator and fully inflated the express ld balloon to successfully implant the stent. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.